Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 4/17/18 phone call, 4/18/19 phone call, 4/19/18 phone call. Unique device identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The anesthesia machine was reportedly replaced. There was no reported patient injury.

Manufacturer narrative:
Despite attempts to obtain repair information from the hospital, no response has been received.